Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("chronic salpingitis"), genital haemorrhage ("heavy abnormal bleeding") and uterine polypectomy ("hysteroscopic polypectomy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), migraine ("migraines") and rash ("rashes"). On (B)(6) 2016, the patient was treated with surgery (laparoscopic partial bilateral salpingectomy removing only partial of the essure). On the same day, the patient underwent uterine polypectomy (seriousness criterion medically significant), device breakage ("removing only partial of the right and left fallopian tube essure devices") and complication of device removal ("removing only partial of the right and left fallopian tube essure devices"). At the time of the report, the salpingitis, genital haemorrhage, uterine polypectomy, device breakage, complication of device removal, pelvic pain, migraine and rash outcome was unknown. The reporter considered complication of device removal, device breakage, genital haemorrhage, migraine, pelvic pain, rash, salpingitis and uterine polypectomy to be related to essure. The reporter commented: on (B)(6) 2016, the plaintiff underwent hysteroscopic polypectomy, laparoscopic partial bilateral salpingectomy, removing only partial of the right and left fallopian tube essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.